Manufacturer narrative:
Method: actual device was evaluated. Results: the evaluation included performance testing (accuracy, verification of air/no food alarm, etc). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). The set that was used with this pump when the malfunction occurred could have contributed to this malfunction but was not returned for evaluation. Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification.

Event description:
Customer states; pump continued to run after dose was completed and did not alarm "no food". Pt injury or intervention reported. No pt injury or intervention.